Event description:
It was reported that, during a navio tka procedure, when using the bone pin driver the inner piece with triangle for holding bone pin stripped and it just kept spinning. It was set aside and swapped for another bone pin driver to continue without delays. No other complications were reported.

Manufacturer narrative:
The navio pin driver, part number 110164, used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The insert spins freely due to a broken weld. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure is being conducted to determine if additional actions are required.